Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set.

Event description:
On 6/10/24 an ilet user emailed beta bionics customer care regarding experiencing bent cannulas with their convatec inset (23", 6mm) teflon cannula infusion sets. On (B)(6) 2024 a beta bionics customer care agent contacted the user. The user reported that their blood glucose (bg) levels were indeed affected, registering above 300 mg/dl, and this elevated state persisted for more than 6 hours. Ketone testing during this period showed no presence of ketones. Despite experiencing high blood glucose levels, the user did not employ backup therapy to manage. Professional medical intervention was sought at an urgent care facility, where the user received saline fluid over a 2-hour period. This treatment successfully reduced the user's bg levels. During the event, the user experienced dizziness, fatigue, difficulty walking, and respiratory issues. Post-saline administration, the dizziness subsided, the user regained mobility, and was discharged from urgent care on the same day.